Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-05516.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-05516. Follow up information identified the patient experienced a successful burst trial with the prodigy ipg. The physician explanted the old ipg on (B)(6) 2019, and no surgical intervention was performed on the lead. Postoperatively, effective therapy was reported. The patient¿s ipg has been added as a second reportable device to this record.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient suffered a fall, and then experienced ineffective stimulation. Reprogramming attempts were unsuccessful. X-rays revealed the lead may have migrated slightly. To address the issue, the physician opted to do a trial for new technology on (B)(6) 2019 where he added two extensions on (B)(6) 2019 and connected them to an epg with access to burst therapy. Further surgical intervention will depend on how the trial goes.